Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a white "dot" was observed in the infusion set tubing. Reportedly, a piece of white septum was in the infusion set tubing. The tubing was successfully changed and insulin delivery was resumed. Blood glucose level was 433 mg/dl.